Manufacturer narrative:
Device identifier#: (B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. No device history record (DHR) was reviewed as the lot number or serial number was not provided. The reported complaint was not confirmed. Slippage of mayfield skull clamps is a known issue that is being closely monitored. Slips and laceration can occur from improper use of the skull clamp or worn components. Please refer to the a1059 IFU for proper positioning and maintenance for the device. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00442.

Event description:
This is 1 of 2 of reports. A customer reported that the a1059 mayfield modified skull clamp slipped and caused shear injury during a posterior cervical procedure on (B)(6) 2020. The surgeon placed the pins to the head of a (B)(6) male patient while positioned supine then log rolled to prone position on chest rolled with arms wrapped at side with sheets. Once patient was in prone position it was noted that the nose was touching the mayfield. The surgeon then removed the pins and readjusted to move head then slipped out of pins. Patient's head laceration was closed with staples. Pins were repositioned by the surgeon. No stereotaxy equipment was used. There was a 10 minute surgery delay noted. Additional information has been requested.